Event description:
The customer observed a false positive troponin-I results on the architect i2000sr analzyer for 2 female patients. The following data was provided: patient 1: sid (B)(6): initial 0.308, repeats 0.033, 0.000, 0.000, 0.005 ng/ml. Patient 2: sid (B)(6): initial 0.429, repeats 0.073, 0.042, 0.039 and 0.043 ng/ml. Repeated on another instrument 0.288, 0.212 and 0.074 ng/ml. Sid (B)(6): initial 0.041, repeats 0.041, 0.078, 0.071 ng/ml. The customer uses a cutoff of 0.30 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). All 3 sid's for the 2 patients impacted are: sid (B)(6). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.